Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manufacturer report number on the first supplemental manufacturer report was incorrect and has been updated. Was also incorrectly marked as 'device evaluated by manufacturer - yes,' as the device has not been returned to baxter. Device evaluated by manufacturer has been updated.

Event description:
It was reported that a spectrum pump was infusing at a slower rate than programmed (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Event description:
It was reported with the head nurse on the floor and said the spectrum pump that was reported had been in use all weekend and was working fine, and will not be needing service.

Manufacturer narrative:
(B)(4).